Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that while the patient was infusing IV fluids using a primary tubing set, the pump alarmed and stated that the patient's container was empty. The nurse verified that the container was not empty and attempted to troubleshoot the issue. When the tubing was removed from the pump, fluid from the tubing set had leaked. Upon observation, it was found that the leak was coming from the silicone pump segment and the tubing was removed from the pump. Although requested, additional information was not provided.